Event description:
It was reported that while the doctor was attempting to remove a lead during the stimulation trial. The lead got hung up on some bony tissue and broke, leaving the electrodes in the epidural space. No patient symptoms or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The lead was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.